Event description:
It was reported that the customer was unable to upload the pump due to the t:connect uploader not recognizing the pump. Based on the results of evaluation, it was confirmed that the reported issue was due to usb pin damage that prevented charging.